Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had to charge the ipg for an extended period of time and unable to get stimulation on. The physician replaced the ipg and patient is doing well postoperatively. The explanted ipg was discarded by facility.